Event description:
Information received indicates the right and left siderails are breaking away from the frame of the bed.

Manufacturer narrative:
The facility replaced the siderails to repair the bed.